Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s stimulator stopped working; the device is on, but it¿s not working, they can¿t feel it and they want to increase. It was noted that the patient does not have their remote because they were admitted to the hospital for an unrelated issue. It was stated that they put in an external catheter and it¿s not staying. The patient can¿t tell if they are peeing or not, they are leaking, and they are unable to adjust their stimulation due to a lack of equipment. Troubleshooting was not possible on the call, and the patient noted that they would be transferring to another hospital. No further patient complications are anticipated or expected as a result of this event.